Event description:
It was reported that during a laparoscopic appendectomy procedure prior to use on patient, but during initial testing the device was smoking. The device may have been activated with the device closed. The tissue pad looked worn. Another device was used to complete the case along with the same hand piece that the first device was testing with and the device worked fine. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.